Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this patient presented to the hospital following hearing beeping tones from their implantable cardioverter defibrillator (ICD) approximately one week ago. The device was checked and one recorded high impedance greater than 2000 ohms was noted for the right ventricular (rv) lead about a month ago. All other leads measurements were within normal limits. Technical services recommended further testing. Patient will follow up with their health care professional (hcp) within the next few months. No adverse patient effects were reported. This rv lead remains in service.